Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had the hysteroslapingogram (hsg) performed 3 months after insertion, showed that one coil migrated and was embedded in uterus. She underwent a total hysterectomy and left her ovaries. She stated she recovered from this event. This event, interpreted as device embedded (partial perforation) is listed according to the reference safety information for essure. In this particular case, the hsg showed a device embedded which may have caused genital bleedings and abdominal pain that she had never experienced before essure. Considering this nature of this event, the fact that she had never experienced these symptoms before and the lack of alternative explanation, device embedded is assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female adult consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated she was (at time of this report) a healthy (B)(6) that never required any daily medications. She went to my doctor to discuss having a tubal ligation done and was told by her gynecologist that this procedure was no longer an option and that the essure procedure was the easiest, safest, most effective procedure available for permanent birth control. Shortly after the essure insertion she began having headaches/migraines weekly, hair loss, skin rashes/blisters, weight gain (heaviest she had ever been), insomnia, extreme mood swings, mental and physical exhaustion, bloating, difficulty focusing, daily diarrhea, a vibrating feeling where the coils seemed to be placed, and stabbing pains in abdomen. As a result of these symptoms, she was missing work or leaving early and was unable to enjoy time with her family. At this point she started to feel that she was misled by her doctor about the safety of the essure procedure. Her symptoms seemed to far outweigh the benefits of the procedure; she literally felt like she was dying a slow, painful death. Twice she was rushed to the emergency room because the bleeding was so severe that she was doubled over in pain and was passing huge blood clots. She was given hormone pills for 10 days which eventually stopped the bleeding. Consumer went to her gynecologist many times to express her concerns about the ongoing symptoms which seemed to intensify as the months went on. The gynecologist advised her that she might be in early menopause or have endometriosis. She even requested that the coils be removed but the doctor insisted that it was not the coils causing her symptoms. She went back to the doctor three months after the essure procedure to have the recommended hsg (hysterosalpingography) test completed which would confirm that the fallopian tubes were blocked. One tube was confirmed blocked but the other tube was not fully blocked. The doctor advised her to have another hsg test completed in three months to check if the other tube was blocked. Her doctor conceded to removing the coils. She had an internal and external ultrasound to confirm the placement of the coils as well as a pelvic x-ray. The results showed one coil was in fallopian tube and the other coil had migrated out of the tube. She underwent a total hysterectomy leaving both of ovaries. After surgery, she was told that the migrated coil was embedded in uterus. As soon as the surgery was finished, she noticed that the symptoms were diminishing. At time of this report she no longer had any of the symptoms that according to her were caused by the essure coils except the continued problem with weight gain and the difficulty losing the extra weight. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had the hysterosalpingogram (hsg) performed 3 months after insertion, showed that one coil migrated and was embedded in uterus. She underwent a total hysterectomy and left her ovaries. She stated she recovered from this event. This event, interpreted as device embedded (partial perforation) is listed according to the reference safety information for essure. In this particular case, the hsg showed a device embedded which may have caused genital bleedings and abdominal pain that she had never experienced before essure. Considering this nature of this event, the fact that she had never experienced these symptoms before and the lack of alternative explanation, device embedded is assessed as related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.